Event description:
The customer reported being hospitalized due to high blood glucose over 300 mg/dl, and she was treated with manual injections. The customer stated that she was vomiting excessively. Troubleshooting was performed. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to remove the cannula, and it was bent and occluded. The customer called back to perform the high pressure test and passed. The caller's most recent glucose reading was 140 mg/dl. Instructed the customer to switch the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.